Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. On (B)(6) 2025, a gore® excluder® iliac branch endoprosthesis was attempted to implant in the right iliac artery (reason for this procedure is an unknown). The iliac branch component was implanted in the right iliac artery, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the right internal iliac artery and a stent was implanted within the external iliac leg of the iliac branch component. The patient tolerated the procedure. It was reported that there was no endoleak by intraprocedural angiography image before the iliac branch component and the distal sealing length of the contralateral leg endoprosthesis which was implanted in the right common iliac artery during the initial procedure looked well.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.